Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that the battery site was hurting. He had an injection into the battery site a few weeks ago to help with the pain. It did not relieve the pain. The patient also stated his hand would hit the battery a lot. The original placement of the battery was what led to the event. The patient was seen by the physician and the battery site was examined. The battery was repositioned and implanted deeper. The issue was reported to be resolved at the time of the report.